Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain, pain,'), genital haemorrhage ('general abnormal bleeding') and uterine haemorrhage ('abnormal uterine menstrual bleeding') in an adult female patient who had essure (ess205) (batch no. 12244086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes. Concurrent conditions included irritability, radiculitis lumbosacral, acute stress disorder, cervical pap smear normal and bloating. Concomitant products included nsaids since (B)(6) 2004 and paracetamol (acetaminophen) since (B)(6) 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), menometrorrhagia ("menometrorrhagia"), anxiety ("psych injury, psychological or psychiatric problems condition:- anxiety \mental anguish") and depression ("psychological or psychiatric problems condition:- depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea, (cramping)"), mood swings ("mood swings") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain, dysmenorrhoea and fatigue had resolved and the vaginal haemorrhage, menorrhagia, menometrorrhagia, anxiety, depression and mood swings outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, mood swings, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2016 received treatment for pain, bleeding and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: the essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: depression, menometrorrhaqia, mood swings, fatigue, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs&mr received reporter information, lot no was added. New event added mood swings, vaginal bleeding, menorrhagia, anxiety , depression, menometrorrhagia, uterine bleeding. Severity added pelvic pain. And event outcome added concomitant drugs, historical drugs, medical history was added. Psych injury updated anxiety. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea, (cramping)"), fatigue ("fatigue") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and fatigue had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2016. Received treatment for pain, bleeding and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2004: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events added: pain (pelvic/abdominal), dysmenorrhea (cramping), bleeding (general abnormal bleeding), other injuries/symptoms- fatigue, psych injury. Outcome of events pain, bleeding, other from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain, pain,') in an adult female patient who had essure (ess205) (batch no. 12244086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes. Concurrent conditions included irritability, radiculitis lumbosacral, acute stress disorder, cervical pap smear normal and bloating. Concomitant products included nsaids since (B)(6) 2004 and paracetamol (acetaminophen) since (B)(6) 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), menometrorrhagia ("menometrorrhagia"), anxiety ("psych injury, psychological or psychiatric problems condition:- anxiety \mental anguish"), depression ("psychological or psychiatric problems condition:- depression"), mood swings ("mood swings") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), uterine haemorrhage ("abnormal uterine menstrual bleeding"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmennorhea, (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, menometrorrhagia and fatigue had resolved and the vaginal haemorrhage, anxiety, depression and mood swings outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, mood swings, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date-??-(B)(6) 2016 received treatment for pain, bleeding and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: depression, menometrorrhagia, mood swings, fatigue, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-may-2020: pfs received: event outcome of menorrhagia and menometrorrhagia was updated to recovered/resolved. Events- genital haemorrhage and uterine haemorrhage made medically non-significant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain, pain,'), genital haemorrhage ('general abnormal bleeding') and uterine haemorrhage ('abnormal uterine menstrual bleeding') in an adult female patient who had essure (ess205) (batch no. 12244086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes. Concurrent conditions included irritability, radiculitis lumbosacral, acute stress disorder, cervical pap smear normal and bloating. Concomitant products included nsaids since (B)(6) 2004 and paracetamol (acetaminophen) since (B)(6) 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), menometrorrhagia ("menometrorrhagia"), anxiety ("psych injury, psychological or psychiatric problems condition:- anxiety \mental anguish") and depression ("psychological or psychiatric problems condition:- depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea, (cramping)"), mood swings ("mood swings") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain, dysmenorrhoea and fatigue had resolved and the vaginal haemorrhage, menorrhagia, menometrorrhagia, anxiety, depression and mood swings outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, mood swings, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2016 received treatment for pain, bleeding and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: the essure device was successfully occluded.. Concerning the injuries reported in this case, the following one were described in patients medical record: depression, menometrorrhaqia, mood swings, fatigue, anxiety. Lot number: 12244086 manufacturing date: 2003/11 expiration date: 2005/03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.